Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller reports that during a correlation study, the following coaguchek xs plus/laboratory results were obtained: 2.2 inr/1.7 inr no actions taken based on device result. No adverse event reported. Requested return of suspect system however test strips have been depleted; replacement was sent.